Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that since the day after implant, high impedance on svc to can was observed. X-ray shows the lead to be in the header sufficiently. However, it was suspected that there could be a coil fracture on the svc portion of the competitor lead or header/connection issue on the svc port. Physician decided to program the svc channel off and plans no further intervention.